Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient developed a major infection on (B)(6) 2021 in the setting of septic shock which was likely 2/2 acute pneumonia. The patient also had metabolic hypotension and respiratory acidosis which led to right ventricle failure and hemodynamic collapse requiring va-ECMO (venoarterial extracorporeal membrane oxygenation). The patient's co2 sweep level increased to 3 and the plan was to change the variable air volume (vav) in the next few days. The patient went into respiratory failure and had hypoxic acidosis from arterial blood gas and a vecuronium drip was started. The patient was intubated and started on post-operative mechanical ventilation (with a goal spo2 > 92%) and wean oxygen as tolerated, as this was a lung protective strategy while on va-ECMO. The patient was treated with inotropes and inhaled nitric oxide as well as antibiotics and antifungal treatment for the infection. The patient met the definition of right heart failure and was implanted with a right ventricular assist device (rvad).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure, infection, sepsis, respiratory failure, and patient conditions could not conclusively be determined through this evaluation. The patient remains ongoing with heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 entitled ¿introduction¿ lists right heart failure, infection, sepsis, and respiratory failure as adverse events that may be associated with the use of heartmate 3 lvas. Section 6 lists infection as a potential postimplant complication. Care instructions regarding preventing infection are provided in various sections of the IFU, including ¿caring for the driveline exit site¿ and ¿controlling infection¿. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1, "introduction," explains that ventricular blood may flow either through the left ventricular assist device (lvad) or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. The heartmate 3 lvas patient handbook is also available. Several sections of this handbook provide care instructions regarding preventing infection. No further information was provided. The manufacturer is closing the file on this event.